Event description:
It was reported that there was bleeding from the tunnel track. Dialysis nurse stated she had pulled on the catheter. The catheter was ~165 days old. Contrast dye was injected into both lumens, and one lumen had a leak. The catheter was replaced.